Event description:
It was reported that a continuous glucose monitor showed error message 42 while used with g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was provided with complete pump reset instructions by technical support and planned to reset pump when ready and contact support again if problem continued.